Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2015, with an overdose-type symptom of a ¿sedative feeling.¿ the health care provider (hcp) believed that the symptoms were related to the patient taking oral baclofen in addition to what the pump was delivering. The patient was taking oral baclofen 20mg, every 6 hours as needed. The cause of the event was attributed to the over use of oral baclofen. The event was not due to the pump and not related to the catheter, or due to programming. The pump was supposed to be turned off, but the hcp was not certain that it was done and was attempting to confirm that the pump was actually turned off. The patient was directed to wean back on the oral baclofen. It was reported that the patient recovered without permanent impairment.